Event description:
Caller reported a malfunction on pump with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Customer was provided instructions on storage mode and was required to return the malfunctioning pump to tandem using a pre-paid return label within 10 days.